Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va391xl); product type: 0200-lead; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a high impedance was encountered on electrode 1 of a newly implanted ipg and lead. In an effort to resolve the issue, the lead was disconnected from the ipg, the contacts were cleaned, and the lead was re-inserted into the ipg header. There was no change to the impedance measurement. All other impedances were in normal range. The hcp decided to keep the lead implanted and select electrode configurations without electrode 1. The issue was not resolved.